Manufacturer narrative:
Film evaluation summary; non-deployment of the contra limb was confirmed; however, the exact cause of the inability to deploy the limb could not be determined from the single returned still angiogram. Pre-implant anatomy is unknown, and post-implant CT¿s were also not provided; therefore, a comprehensive assessment of the stent graft in-vivo configuration could not be performed. Additional images during implant, including images during contra limb advancement and cines during attempts to release the limb, were also not provided. Analysis of the returned film did not reveal any obvious device or anatomical characteristics that could explain the reported event. This appears most likely to have been device related; however, the delivery system is not returning and a product investigation could not be performed. Photo evaluation summary; one (1) photo was received from the account. The photo shows the graft retracted with the graft cover. A gap is visible between the taper tip and the graft cover tip. The photo confirmed the deployment difficulties reported by the account. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician attempted to deploy the stent graft as per the IFU, however they rotated the slider and found that the stent could not be deployed. After trying several times, the device was removed from the patient and replaced with another model to successfully complete the procedure. As per the physician, the cause of the event was believed to be a device quality problem. No additional clinical sequelae were reported and the patient is fine.